Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a dissection and surgery occurred. The target lesion was located in the tortuous, non-calcified, 90% stenosed proximal right coronary artery (rca). The lesion was predilated with a maverick balloon of unknown size. A 3.50 x 32 mm taxus express2 drug eluting stent was advanced but was unable to cross the lesion after several attempts. Upon withdrawal the physician saw a dissection in the rca. The pt was brought to surgery where a coronary artery bypass was performed on the rca as well as some unnamed left sided coronary arteries. There were no other reported pt complications. The pt status is reported a 'fine'.